Event description:
It was reported that a minimum fill notification occurred after the user filled the cartridge with 240 units of insulin during the load sequence. A new cartridge was loaded to resolve the issue. Additionally, it was reported that intermittent occlusion alarms occurred. Reportedly, the customer did not perform the proper air removal techniques. Clinical support informed the customer that not performing the air removal step is off-label per the tandem user guide. Customer's blood glucose was 87-140 mg/dl. Customer continued to use the pump for insulin therapy.

Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.